Event description:
Patient is isolette when nursing staff heard isolette temperature probe alarm sound. Nursing staff oberved smoke coming from front of isolette. Patient immediately removed from isolette. No smoke noted inside the isolette. Isolette turned off, unplugged and removed from room. No harm to patient noted.

Manufacturer narrative:
Complaint was received on sept 20, 2004 with statement that unit was observed smoking and no injuries were reported. The device was quarrantined by the hospital until october 5th, when the service technician was allowed to evaluate the unit. The technician determined that the power supply board in the controller had a failed component. This board is enclosed. Within the controller and has a metal housing. The device complies with relevant medical device standards and is designed with materials that are self-extinguishing. The smoke observed as a result of this failure would have exited through the controller cooling fan opening located at the bottom of the device and dissipated. The controller is physically separated from the infant compartment, therefore and electric component failure is isolated from the infant. This failure mode is extremely rare and a corrective action had been implemented in production under ecn 14133 as of july 2001. This report is submitted in response to a medwatch received from the hospital on october 29th, 2004.